Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) asked the customer to install endoscope cannula and endoscope on the universal surgical manipulator (usm) 3 and check if endoscope could be controlled from the surgeon side console (ssc). The surgeon reported it could not be controlled. The tse requested to move cannula and endoscope to usm 2 and retry; the issue persisted. The tse had the surgeon press endoscope control pedal (ecp) on the ssc while tse observed pedals section in artemis. The customer did as requested; the endoscope pedal press was noted, and the surgeon reported the endoscope could be moved. The customer moved the cannula and endoscope back to usm 3 and retried while the tse was observing the pedal press. The pedal press was noted, and the endoscope could be moved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, the customer was unable to control the endoscope at the beginning of surgery. The nurse reported that the endoscope could not be controlled from the surgeon's console. Prior to calling technical support, the surgeon decided to convert to open surgery. At the moment of the call, it was not possible to perform any troubleshooting. The nurse explained that they tried another endoscope with the same result. The endoscope tab in the touch screen was greyed out. They did not remember what the arm-led status was. The endoscope was installed on the universal surgical manipulator (usm) 3 and, they were able to move the endoscope with the clutch button. The operating room (or) was being used to perform the open surgery, and the nurse agreed to call back at the end of the case to perform additional troubleshooting steps. The system had been connected to onsite after the case started. The technical support engineer (tse) could get the previous power cycle logs, which did not show any relevant error. No warning/error messages were present in the displays at the time of the issue.